Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 18 colony forming units (cfus) of enterobacter cloacae complex found in the suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels cfu: 1 cfu/endoscope (1 cfu/100ml) bacterial identification: aspergillus species sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: 1 cfu/endoscope (3 cfu/100ml) bacterial identification: micrococcus luteus/lylae sampling from: suction channel cfu: <1 cfu/endoscope (<1 cfu/100ml) bacterial identification: n/a sampling from: a/w-channel cfu: 1 cfu/endoscope (3 cfu/100ml) bacterial identification: kocuria rhizophila sampling from: auxiliary water channel cfu: 76 cfu/endoscope (362 cfu/100ml) bacterial identification: coagulase negative staphylococci, bacillaceae sampling from: total cfu: 78 cfu/endoscope (59 cfu/100ml) bacterial identification: micro organisms revivable at 30¿ olympus reprocessed the subject device according to the device IFU and re-cultured tested where the results were: sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: <1 cfu/endoscope (<1 cfu/100ml) bacterial identification: n/a sampling from: suction channel cfu: 1 cfu/endoscope (3 cfu/100ml) bacterial identification: micrococcaceae sampling from: a/w-channel cfu: <1 cfu/endoscope (<1 cfu/100ml) bacterial identification: n/a sampling from: auxiliary water channel cfu: 1 cfu/endoscope (5 cfu/100ml) bacterial identification: aerococcus viridans sampling from: total cfu: 2 cfu/endoscope (2 cfu/100ml) bacterial identification: micro organisms revivable at 30 the device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU and after repairs were completed, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.